Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 548 mg/dl. The customer¿s current blood glucose value was 188 mg/dl. The customer stated that the infusion set introducer need fractured while in the body. The customer visited emergency room on january 02 2022 to remove the needle from the body. The customer's blood glucose during emergency room visit was 285 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.